Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display had bleeding pixels, lower case was broken, the side bail covers, ring cover, lead flex cover, battery contacts and battery drawer were contaminated.

Event description:
It was reported that the external pulse generator (epg) would not continue to ¿operate¿ while changing the battery. The egp was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.